Event description:
It was reported that the video system center had a tower that was switched off and failed to restart after the power was restored following a power cut. The issue was identified during diagnostic laparoscopy while the device was outside the patient under sedation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.